Event description:
It was reported that during a ptcra/ptca in the circumflex artery, the stent became separated from the delivery system in the left main and was retrieved using a snare device. Re-wiring of the vessel lead to ostial dissection of the circumflex which was successfully stented. Reportedly the pt tolerated the procedure well.

Manufacturer narrative:
Quality assurance preliminary analysis of the returned device revealed that the stent was returned with a snare device. Quality engineering was unable to determine a root cause for this event, however, pre-dilatation strategy, pt disease state, and stent delivery system retraction technique likely contributed to the event. All stent delivery system devices are inspected on-line to ensure that the stents are securely mounted to their balloon. The device mfg records were reviewed and no aberrations were found related to this issue. An inservice was conducted 2/2/98 regarding pre-dilatation strategy and stent delivery system removal technique. This MDR is considered closed by the quality assurance department.